Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's plastic located at distal tip snapped in half. No fragments fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal clevis from the base of the clevis. A piece measuring approximately 0.103" x 0.249" was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken distal clevis. The complaint regarding distal tip snapped in half was confirmed by failure analysis